Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows a little bit of lateral movement in the lock; however, the reported slippage or movement was unable to be duplicated when placed on our test equipment. All worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage/movement. When the clamp is properly positioned and put under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2026-00025 and 3004608878-2026-00027: a facility reported that the mayfield skull clamp (a1059) was part of a cervical stabilization case where the physician stated that the entire system felt like it slipped. The procedure was completed per usual with no injury to the patient, who is recovering as expected. Additionally, there was no surgical delay.